Manufacturer narrative:
A lasso catheter, double transeptal needle and siemens acunav catheter were also used during the procedure. However, no further info about these products is available and are not going to be returned to biosense webster for investigation. Manufacturer

Event description:
It was reported that towards the end of the af case, a steady decrease in the pt's blood pressure was noted. A stat echo was performed and confirmed tamponade. A pericardiocentesis was performed and approximately 300 cc's of blood was extracted. The pt was transferred to ICU and later stabilized.